Event description:
Describe event, problem, or product use error: benton dickinson sterile saline flush 10cc syringe ref (B)(4), lot # 5288002, allowed several cc then resistance to injection simulating a clotted or malfunctioning PICC line. This issue experienced by multiple syringes in the affected boxes of this lot #.